Event description:
A physician reported that iol calcification was noticed in one of the case. Additional information has been received that following the intraocular lens (iol) implant procedure, it was observed lens had calcification. The lens was planned to explant from patient eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.3., d.10. Additional information provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted at this time. A root cause cannot be determined without physical evaluation of the sample. Information was provided that the lens was implanted (B)(6) 2009. The reported issue was observed (B)(6) 2025. The manufacturer internal reference number is: (B)(4).